Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an alert triggered. It was also reported that the right ventricular (rv) lead had high impedance on the right ventricular and superior vena cava coils. Real time measurements revealed fluctuations with arm movements. The rv lead remains in use. No patient complications have been reported as a result of this event.